Manufacturer narrative:
Customer has discarded the device after used, we therefore can no longer send it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: "no light or image during a nasal laryngoscopy" no negative impact in state of health reported.